Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer had already replaced the cartridge and infusion set before contacting support, and the issue did not reoccur. No additional information was provided by the customer.